Event description:
It was reported that during treatment of right middle cerebral artery stenosis, resistance was encountered while advancing the subject stent through the microcatheter. The microcatheter and the subject stent moved as a whole, slipping from the distal end of the lesion to the proximal end and the lesion could not be re-crossed. The physician withdrew the entire microcatheter and subject stent system. Upon withdrawal to the outside of the body, the subject stent slipped from the tip of the microcatheter . Subsequent angiography identified a dissection at the distal end of the lesion, the physician considered that this dissection was caused by the previous attempt to advance the microcatheter and subject stent upward. The subject device was replaced, and the procedure was concluded. The patients condition was stable.